Event description:
It was reported: that the patient had the inflatable penile prosthesis removed due to infection, inflammation, and edema of the surgical field. This was initially noticed at the routine follow up exam. Antibiotic solution used throughout as well as implanting an inflatable penile prosthesis iz device. The patient was expected to fully recover.